Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stop cock/cap loose/separated/detached prior to use. The following information was provided by the initial reporter: added infusion lines for patients after surgery, the nurse opened and used the connecta, it was found that the white cap at the connecta was off, then replaced the connecta, and inform the purchasing department.